Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The product was received for evaluation. Per the review of the clinical information and investigation, the root cause was determined to be related to the patient¿s condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was being implanted with an impella 5.0 device for mechanical circulatory support. Implantation was aborted due to the patient¿s vascular anatomy. The pump was exchanged to an impella 5.5.